Event description:
Implant fracture. Implant will be removed. No information about patient or medical treatment (implant date and others). Only part # and lot # is available as information. Dentist did not respond to additional questions.

Manufacturer narrative:
Implant fracture. Implant will be removed. No information about patient or medical treatment (implant date and others). Only part # and lot # is available as information. Dentist did not respond to additional questions. DHR review did not show any negative circumstances that could have led to an implant fracture. Fracture was most probably caused by patient condition.

Event description:
Implant fracture. Implant will be removed. No information about patient or medical treatment (implant date and others). Only part # and lot # is available as information.dentist did not respond to additional questions.